Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Incorrect power was the clinical reason for the explant of the lens in a secondary procedure. Additional information was provided by the nurse, that the lens was exchanged for the same model iol, but a 1.5d difference in power.